Event description:
There was an allegation of discrepant cobas® wnv (192t) results from the cobas 6800 analyzer for a single patient. On (B)(6) 2025, the initial sample generated a reactive result for wnv, CT 37.27. The same sample was repeated on the same day and generated a non-reactive result for wnv.

Manufacturer narrative:
The cobas 6800 serial number was (B)(4). The investigation indicated no product-related issues were identified. The observed discrepancy is most likely due to a very low viral load, near or below the test's limit of detection (lod).